Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed the door would not close. The door track was off by one tooth. The verified the rotor home position, re-positioned the door track and tested the system. They opened and closed the door 10 times with no issue. The verified and rotor home positioned again. They performed a full system checkout and the system is fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the door would not close in preparation for a case. No patient was present at the time of the event.